Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump blank or frozen lcd and there is no indication it was resolved. No harm requiring medical intervention was reported. The insulin pump will return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest and displacement test. No blank display anomalies noted. However, device received with corroded battery tube. Device received with broken battery tube threads. The p-cap does lock properly.